Event description:
Related manufacturer reference number: 2017865-2023-21131. It was reported that the patient's atrial and right ventricular leads exhibited noise over-sensing resulting in episodes of noise reversion and episodes of high ventricular rate. No intervention was performed. The patient was stable.